Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer uses the insulin pump and manual injections to treat the glucose level. Troubleshooting was performed. Ran a high pressure and self tests and the device passed the tests. The programming and bolus history were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.